Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was hospitalized for an elevated blood glucose (bg) of 361 mg/dl and in the 400¿s mg/dl with nausea, vomiting, nasal stuffiness without a fever and an unspecified level of ketones associated with an alleged inaccurate delivery. The patient reported that they went to ER and was hospitalized and reported two recently hospitalizations on (B)(6) 2018. Reportedly, the patient resumed pump therapy with the same pump, was treated by an healthcare provider and received intravenous (IV) fluids with insulin as treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to a battery change, the pump being suspended, the basal edit screen being accessed and the patient made changes to the basal program without input from a medical provider which is a training misuse. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.